Manufacturer narrative:
Health and life, as a MFR, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.

Event description:
The patient contacted (B)(4) regarding a product complaint on (B)(4) 2013. The patient reported that a washer fell from the atomizer into his mouth during use. The patient added that he coughed up the component and did not require any medical interventions. The investigated product for the medical device report is listed among the implicated lots for a nationwide recall initiated by the MFR health and life co., ltd., on (B)(4) 2013. The (B)(4) recall ((B)(4)) was initiated after (B)(4), the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number ranges are: (B)(4).